Manufacturer narrative:
The customer stated that the issue has been resolved. The customer stated that a wrong dilution factor was being used. The customer had performed a 1:20 dilution while product labeling recommend using a dilution factor of 1:100.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable elecsys hcg test system (hcg stat) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial hcg stat result from a 1:2 dilution was 3.16 miu/ml. The result was released outside of the laboratory, but was not believed by the nurse. The sample was retested with a 1:20 dilution and an hcg stat result of 65,557 miu/ml was obtained. The retest result was believed to be correct as it matched the clinical picture of the patient. The hcg stat reagent lot was 24867503 with an expiration date of 30-sep-2018. The customer was using rack adapters. The sample was transferred it to a microcup and placed on top of a tube because the patient sample was a low in volume. Further investigation discovered that the customer was using a siemens 1ml microcup. The the siemens microcups are not approved for use on the cobas e411 and product labeling states to use "roche-certified 2 ml sample cups" and "do not use micro cups." The field engineering specialist was unable to find a root cause. He inspected the analyzer. He performed performance testing with acceptable results. The investigation is currently ongoing.